Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call air bubbles anomaly. Customer's daughter advised when they fill the reservoir with insulin there are many air bubbles. Customer's daughter was advised to disconnect the reservoir when removing the reservoir from the vial. Customer advised to leave the needle guard on the vial instead.